Event description:
A report was received that the patient was having trouble charging their implant. Patient's database was analyzed and no anomalies were noted. The physician has decided to replace patient's ipg.

Event description:
A report was received that the patient was having trouble charging their implant. Patient's database was analyzed and no anomalies were noted. The physician has decided to replace patient's ipg.

Manufacturer narrative:
Additional information was received that the patient's ipg was replaced and the patient is reportedly doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.